Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned thermocool® smart touch® sf bi-directional navigation catheter revealed a reddish material inside the pebax and a hole on the surface. Magnetic sensor functionality and screening test was performed, and the device was visualized and recognized correctly, no issues were observed during the analysis; however, since there was a hole at the pebax with reddish material inside it could be related to the force issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. It should be noted that device failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that after about 3 hours after the start of the procedure. When ablation of the left atrium, contact force (cf) did not become 0 even with performing zeroing, and the issue was resolved with thermocool® smart touch® sf bi-directional navigation catheter replacement. The issue was resolved with the replacement of the catheter, the procedure was continued and completed successfully. There was no patient consequence. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found reddish material inside the pebax and a hole on the surface of the pebax. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.